Manufacturer narrative:
(B)(4). Two products were returned in an opened and used condition and ten devices were returned in an unused and unopened condition. During the course of investigation, a functional test, review of the complaint history, device history record, instructions for use (IFU), quality control (qc) procedures and a visual inspection of the used and unused products was conducted. The visual inspection noted that the tips of both used devices were partially detached and brittle in nature and one of the used catheters also exhibited a split in the side of the pigtail curve. All ten of the sterile returned, unused catheters were functionally tested. With specific concentration 2-3 mm of the bond joint, reasonable pressure was applied to manipulate the bonded joints. Nine of the catheters withstood the functional testing and were found to be pliable; although kinking and discoloration occurred, but no separation. Testing of the tenth catheter confirmed the device to be brittle, resulting in a split lengthwise down the pigtail. Per quality control specification the surface of the catheter is verified to be free of any imperfections. The distal tip/endhole is also verified to be rounded smooth and visually examined for any damage. The product is shipped with an instructions for use (IFU); which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Measures have been taken to prevent further occurrences of this nature.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
User noted fluoroscopy that the tip was coming detached and the device was fully removed. A second device was used and upon removal of the device from the patient, it was noted that this tip also was partially detached. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures nor experience any adverse due to this occurrence.